Event description:
It was reported that the ventilator was intermittently not ventilating. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator was intermittently not ventilating. The ventilator was investigated by our field service engineer on-site and pre-use check tests of the device made and delivered to the user in a working condition. According to the support case there was no indication of any technical failures in the provided log files. No parts have been replaced nor returned to manufacturer for technical investigation. The root cause to the reported failure has not been established in this investigation.